Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was experiencing pain in his right thigh. The patient stated, he has stimulation in both legs, but the stimulation in his right thigh is ineffective and not helping his pain. The patient also stated, the pain is like the pain he experienced before his scs system was implanted. The sjm representative met with the patient for reprogramming but was unable to obtain sufficient stimulation to the right thigh. The patient was given a back brace for added support and to relieve potential strain and may be sent for pain injections if the pain continues.